Event description:
A patient reported experiencing inaccurate erratic results with a ft, meter. The patient's blood glucose results were 140, 200 mg/dl. Tests were done within less than 10 minutes with a difference of 31%. Patient did not expeirence any adverse events. No further information has been reported. Note: customer using expired control solution.